Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of device not turning on/device not functioning. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings were observed; there were 1 error logged. Manufacturer confirm dust/dirt contaminant found around the air inlet and iso port. Dust/dirt contaminant found on the bottom enclosure and water ingress in the blower box